Manufacturer narrative:
The reported events of noise over-sensing and lead damage were confirmed. A full lead was returned in one piece for analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil at 7.3 cm to 8.7 cm from the connector pin. The cause of the reported events were due to exposure of the outer coil in the abrasion zone consistent with friction to the device can. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. It was also noted that the patient had experienced an episode of syncope. The rv lead was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that insulation damage was found on the right ventricular lead during explant.